Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Despite attempts to reset the pump using different methods, the malfunction persisted. Technical support decided to replace the pump, and they advised the customer to use multiple daily injections (mdi) as a backup therapy and provided instructions for returning the faulty pump.